Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: temporary electrical instability due to deterioration, wear, dirt, etc. On the electrical contact of the connector or the electrical contact of the video system center. Sudden application of static electricity, overcurrent, etc. Overcurrent due to attachment or detachment while the system power is on. Overcurrent was added due to overcurrent from other devices or electrical wiring. Dust or moisture adhering to the electrical contacts of the system and connector unit. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the event was discovered during a maintenance inspection.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was not confirmed or duplicated. In addition, service found the bending angle was out of specification due to wear of the angulation wire. Scratches were observed on the control section, the bending section cover, the grip, the right left plate, the switch button #1, the universal cord, the video connector, the light guide connector, the surface of the light guide cover glass, and the video connector case due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.